Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer¿s blood glucose level. The caller experienced at least three occurrences of the same malfunction, and a replacement pump was provided by tandem technical support. The customer was instructed to return the malfunctioning pump within ten days using a return box and pre-paid label. Additionally, the customer was advised to program the pump settings and connect their cgm to the replacement pump, and understood how to put the pump into storage mode. The replacement pump would be equipped with updated software, as the customer was not using the most up-to-date version. The equipment was still under warranty, and the replacement pump shipment was confirmed without requiring a delivery signature. Backup therapy would be managed using multiple daily injections (mdi).